Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Due to clogging of the channel tube, the cleaning brush and forceps could not be inserted, and the suction volume did not meet the standard value. Restriction was found inside the channel. Due to clogging of the nozzle, water removal ability did not meet the standard value. The water did not pass through the forceps elevator. The angle wire had wear and stretched. The adhesive on the bending section cover was detached. The bending section cover had clotting protein. The universal cord and right/left/up/down knobs were dirty. The objective lens had a chip. The light guide cover glass had corrosion. Switch three (3) had a cut. The forceps channel port had a dent. Due to clogging of the tube, the balloon suction volume did not meet the standard value. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the cleaning brush would not insert into the biopsy channel on the evis exera ii ultrasound gastrovideoscope. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient cleaning. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the material likely did not come from the device. The specific root cause of this event could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.